Manufacturer narrative:
As reported, during post-incisional hernia procedure using optifix straight fixation device the first four fasteners fixated the mesh, however, the subsequent ones did not did not fixate the mesh. The sample was discarded as such not available for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. A review of manufacturing records was performed and found the device was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted to document the photo evaluation results. Evaluation of the photo provided confirms the presence of six loose fasteners laying on blue surgical paper and the backup tabs on the device are bent. Based on the photos provided the back tabs are found to have likely bent from forces applied in use. Bent backup tabs are known cause for the reported failure to fixate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during post-incisional hernia procedure using optifix straight fixation device the first four fasteners fixated the mesh, however, the subsequent ones did not come out with enough force and therefore did not fixate. The loose fasteners were removed from the patient's body and another device was used to complete the procedure. The device was discarded, as it was contaminated with blood. There was no patient injury.

Event description:
As reported, during post-incisional hernia procedure using optifix straight fixation device the first four fasteners fixated the mesh, however, the subsequent ones did not come out with enough force and therefore did not fixate. The loose fasteners were removed from the patient's body and another device was used to complete the procedure. The device was discarded, as it was contaminated with blood. There was no patient injury.

Manufacturer narrative:
As reported, during post-incisional hernia procedure using optifix straight fixation device the first four fasteners fixated the mesh, however, the subsequent ones did not did not fixate the mesh. The sample was discarded as such not available for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. A review of manufacturing records was performed and found the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.